Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 368985.

Event description:
It was reported that the patient was experiencing intense pain in the abdomen after an implant procedure. The physician believed that the paddle lead fired up the nerves in the stomach. All device components were explanted and were discarded. No further information has been obtained despite good faith efforts.